Manufacturer narrative:
(B)(4). The expiration date is currently unavailable.

Event description:
It was reported by our affiliate that during the procedure anchor broke during insertion. Patient consequence unknown.

Manufacturer narrative:
Product complaint # (B)(4). The complaint device was received and inspected. Visual observations revealed that the distal tip of the anchor is broken off, but held in place by the suture. Thus, confirming the complaint of anchor breakage. The suture card is still intact. Other than the breakage the remaining anchor body had no anomalies, indicating that the anchor tip was inserted into the bone hole when the breakage occurred. The possible root cause for the observed failure mode includes off-axis insertion, levering during insertion, using incorrect instrumentation for preparing bone hole, or slight small bone hole preparation. The pattern of the screw breakage is consistent with levering during initial insertion, which could have caused the transversal break on the distal tip. The DHR review showed that this lot of devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, related complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by our affiliate that during the procedure anchor broke during insertion. Patient consequence unknown. Following additional information was obtained during investigation. This event occurred while insertion of the anchor. Same bone hole was used to complete the procedure. There was a delay greater that 30 minutes, but no harm to the patient. The procedure was completed using a like device. And no portion of device was left in patient's body.